Event description:
It was reported that during a lap hand assisted nephrectomy procedure, the min button on the instrument would not work consistently. Another instrument was used to complete the procedure with no pt consequence.

Manufacturer narrative:
Info anticipated, but unavailable at this time.